Event description:
Patient has spinal nerve stimulator, previous lumbar surgery, has pain in lower extremity and numbness and tingling and altered bowel and bladder function posterior spinal fusion has been performed from l4 through s1 with placement of bilateral transpedicular screws at- each level, a pair of posterior spinal fusion rods, and a single cross link. The metallic fixation hardware intact and in appropriate position with solid fusion changes. L4/l5 and l5/s1 discectomies. Bilateral l4-l5 laminectomies. (B)(6) 2009: diagnosed with lumbar spondylosis, l4-5 stenosis with instability, and left l5-s1 third recurrent herniated disk with instability underwent lumbar decompression, fusion, and instrumentation, l4 through sl bilateral l4 through sl laminectomy and facetectomy. Left l5-s1 recurrent discectomy. Bilateral l4 through sl stryker trio pedicle screw and rod fixation. Left l4-5 and l5-s1 stryker loop peek tlif. Bilateral l4 through s1 lateral mass fusion, bone morphogenic protein augmentation. (B)(6) 2009: hospital stay patient has long standing history of low back pain. Has had 4 prior lumbar spine operations, most recently on (B)(6) 2009, underwent l4 to s1 decompression and instrumented fusion. Complains of off and on right lower extremity pain and paresthesia and called yesterday stating had developed burning sensation in the right leg and then later that day, stated was not able to move the right leg. Admitted the patient for further workup. Physical therapy started and patient will start on IV steroids. (B)(6) 2010: caudal epidural steroid injection, bilateral sacroiliac joint steroid injection, bilateral lumbosacral facet steroid injections (B)(6) 2010: imaging done l3-l4:mild facet degeneration. No significant central canal or foraminal narrowing. L4-l5: interbody fusion changes. Facets obscured by hardware artifact. Enhancing scar tissue is seen along the ventral and lateral aspects of the thecal sac. No significant thecal sac narrowing. No foraminal narrowing. Ls-s.1: interbody fusion changes. Facets obscured by hardware artifact. There appears to be left eccentric scar tissue posterior to the disc space. No significant thecal sac narrowing. No foraminal narrowing. (B)(6) 2011: CT scan shows no acute postoperative changes impression: acute exacerbation of chronic back pain (B)(6) 2012: CT myelogram findings: l1-2, l2-3, l3-4: no significant disc bulge or herniation is demonstrated. No significant indentation on the thecal sac is demonstrated. L4-5, l5-s1: there has been previous laminectomy and spinous process removal, as well as fusion at these levels. There is some associated streak artifact, but no indentation on the thecal sac or neuroforaminal are demonstrated. No significant disc bulge or herniation is demonstrated. No fragmentation of hardware or bone destruction is demonstrated. Bony fusion is intact as well

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.